Event description:
A surgeon reported that during intraocular lens (iol) implant surgery the anterior rim of the capsule was seen to have a small crack in its edge. He stated when the lens was implanted "the capsular bag disappeared". He reported the iol was removed and replaced with a multipiece lens in the sulcus. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be identified. Additional info has been requested. (B)(4).